Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that analysis of cardiac electrogram revealed implantable pulse generator (ipg) missing qrs/dropped beat issue had occurred. The device settings would be changed later according to the condition. The ipg remains in use, and no patient complications have been reported as a result of this event.